Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection. No additional patient or event information is available. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed.. The receiver functional tester: passed all relevant testing. The receiver download retrieved and attached: passed. The receiver log show a loss of connection in the log. Pair with known good transmitter: passed. Post receiver download retrieved and attached: passed. The customer complaint was confirmed because there was an indication of a loss of connection. The reported event of a loss of connection was confirmed. The root cause cannot be determine.